Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples (material #368968, lot #0196165), but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap was not observed. The root cause of this type of defect is that some molded caps are moved around the plant in blank large bags called ¿supersacks¿. These blank sacks are emptied automatically by machines which suck out the caps and blow them to the tube assembly line. Unfortunately, in some cases not all the caps are removed from the sack and a few can remain caught up in the corners. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the shield /cap/stopper was found to be a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: the device had a "discolored cap."